Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: the down arrow keypad button was over responsive. The down button contact was cracked. The keypad was removed to find no evidence of contamination under the button contacts. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the down arrow keypad button was over responsive. This report is made based on results of investigation completed on 17-jan-2018.